Event description:
It was reported to philips that the device had an ongoing issue of the led light intermittently powering off and on. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.